Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
(B)(6). History/comorbidities: 2013 - previous esi (l), interstem bladder implant (u), 2010' back sx x3 (u), 2007- left knee arthroscopy (u), before 1983 - hysterectomy (u) it was reported that on (B)(6) 2010 ¿per op report ¿ patient underwent posterolateral decompression and fusion l4-l5, tlif l4-l5 for 360 degree fusion; allograft peek cage; local autogenous bone; implants: medtronic legacy screws, capstone peek cage, one large infuse, dbx bone putty. Interbody space l4-l5 packed with local autogenous bone graft and infuse, as well as inside the cage. Infuse in a burrito-type fashion placed with remainder of local autogenous bone graft and dbx bone putty at posterolateral gutter. (B)(6) 2013 ¿ per medical records patient underwent CT l-spine which revealed minimal retrolisthesis and decreased disc height l5-s1, disc bulge l3-l4 5/21/13 per medical record patient underwent - xr l-spine which showed severe disc space loss l5-s1, scoliosis mild to moderate, convex at l3. (B)(6) 2013 ¿patient presents with c/o ble pain, paresthesias, numbness; low back pain; taking pain meds, nsaid. Per medical records lumbago; lumbosacral spondylosis; scoliosis; bilateral paresthesias; spinal stenosis lumbar region emg lower extremities reveals ongoing denervation l5-s1 distribution. (B)(6) 2013 - patient presented with c/o lumbar spinal stenosis with multilevel neural foraminal stenosis, lumbar radiculopathy; caudal esi. (B)(6) 2013 ¿ patient presented with c/o postlaminectomy syndrome lumbar region; disc degeneration; lumbosacral radiculopathy; chronic pain. (B)(6) 2013 ¿per op report patient underwent caudal esi with catheter and lysis of adhesions under fluoroscopic guidance. (B)(6) 2013 - patient underwent left l5 esi.